Manufacturer narrative:
The investigation determined that lower than expected vitros immunodiagnostic products intact pth (ipth) results were obtained when the customer was processing american proficiency institute (api) fluids on a vitros 5600 integrated system. A definitive cause of the lower than expected vitros ipth results was not determined. The customer was following the api protocol for fluid handling. However, an api fluid issue cannot be completely ruled out as a contributor to the event, as the issue was isolated to the api proficiency fluid results. The customer contacted api to obtain additional api samples for testing. However, api did not have any additional samples available for testing. There was no evidence to suggest an instrument malfunction around the time of the event. However, as precision testing was not conducted around the time of the event, an instrument issue cannot be completely ruled out as a contributor to the lower than expected vitros ipth results. A vitros ipth lot 1081 reagent issue is an unlikely contributor to the event, as historical quality control results were within acceptable guidelines. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ipth lot 1081.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report lower than expected vitros immunodiagnostic products intact pth (ipth) results obtained from (B)(6) proficiency fluids when tested on a vitros 5600 integrated system. Ias-04, vitros ipth result of 39.55 pg/ml versus the mean result of 98.72 pg/ml; ias-05, vitros ipth result of 26.56 pg/ml versus the mean result of 60.31 pg/ml; ias-06, vitros ipth result of 19.06 pg/ml versus the mean result of 42.4 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros immunodiagnostic products intact pth results were obtained when the customer was processing a non-patient proficiency fluid. However, the investigation could not rule out that patient samples would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).